Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An anonymous biomedical technician from an unspecified user facility reported a fresenius hemodialysis machine with burn damage to the actuator board, the distribution board, and the mother board. The issue was found during service of the machine for trans-membrane pressure (tmp) issues. There was no specific machine information, clinic information, or biomed contact information provided. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Correction: product changed to unknown fmc product, as the complaint did not specify which model of fresenius hemodialysis machine had the reported problem. Correction: report source, checked other for social media.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.